Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patients family member that they experienced fatigue and the implantable pulse generator (ipg) is starting to "fail" the patient with a heart rate of "40". The ipg is scheduled to be explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis of the device revealed normal battery depletion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the implantable pulse generator (ipg) was explanted and replaced.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.